Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 500 mg/dl at the time of the call. The customer stated that they do not what caused the high blood glucose and cannot identify any issues other than the in accurate sensor readings. The customer had changed the sets every day and stated that they will continue to monitor the issue. The customer declined troubleshooting the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.